Event description:
Information rec'd indicates when setting the bed into the brake position, the bed would still move/roll.

Manufacturer narrative:
The technician replaced the brake bushings and the brake and brake/steer casters to repair the bed.